Manufacturer narrative:
This info was not provided during the initial report. Subject device is an instrument and is not implanted and explanted. Unable to provide the date of MFR as no lot number was provided. Unable to provide the date of MFR as no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.

Event description:
Consultant reported during a sub-talar fusion procedure: surgeon put in the first screw with some difficulty; as surgeon was inserting the second screw, he encountered more resistance than on the first screw. Surgeon put his hand on top of the foot, and pressed the drill down with add'l force. The drill bit went thru the talus and the surgeon's hand. Procedure was delayed while the surgeon took care of his injury. The drill bit was removed from the chuck separately so, it would not come in contact with the pt's tissues, surgeon was then able to complete the procedure.